Manufacturer narrative:
Unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, model number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual exam may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the surgeon, model number, serial number, the event date, implant date, explant date, diagnostic testing, pt data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Medical staff report "faulty gastric and." Follow-up findings: band was deflated and the whole band was changed.